Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving an unknown drug via an implantable infusion pump for non-malignant pain and chronic low back pain. It was reported there was a complaint against the pump and it was being investigated. No further information was provided.

Manufacturer narrative:
Device code no longer applies. Patient code no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a device manufacturer representative indicated the patient's pump stalled on four separate occasions over eleven days and recovered three times. The patient had been brought in to read the pump as a part of troubleshooting. The pump remained stalled on (B)(6) 2016. The patient was very sick and had no withdrawal symptoms. No action was taken as an intervention to resolve the motor stalls. The cause of the motor stalls had not been determined. The outcome of the patient was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.